Manufacturer narrative:
Add'l info has been requested. Please note add'l info will be submitted within 30 days upon receipt.

Event description:
Coil prematurely detached. This female pt was undergoing coil embolization within two unruptured aneurysms anterior communicating and posterior communicating arteries (acom and pcom). Reportedly, the 4th coil prematurely detached and when the delivery tube was removed the coil remained in the pt. After multiple attempts with multiple devices, the entire coil was eventually snared out of the pt. It was also noted that the delivery wire was broken in two separate pieces. During the course of the procedure, there was a rupture of the aneurysm. Three coils were placed in the aneurysm prior to this event. The exact status of the pt is not known, a couple of days post procedure, the pt was following commands.